Event description:
Additional information was received from the patient. It was reported that they were still having the issue where they wouldn¿t feel stimulation when leaning down, turning their head from side-to-side, or bending forward. The patient had x-rays performed on their thoracic and cervical spine on (B)(6) 2017 to diagnose the issue. It was noted that everything looked okay, as the wires were ¿lined up and in place.¿ the patient stated that they were seeking a new pain clinic due to their symptoms persisting. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that when the patient looks to the side or is lying on his side stimulation stops. The patient also reported pain at the stimulator site when they twist. They stated it was more of an ache than a stimulation problem. The patient also reported that it does not feel like the stimulator is places quite right and when they put their hand on it feels like one side is deeper than the other. The patient stated when they spoke to their doctor the thought it was scar tissue and the patient will be starting physical therapy. No further complications were reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for other chronic/intractable pain (trunk/limbs). It was reported that starting just a few days prior to (B)(6) 2017, when the patient looked down to the ground it would stop; there was no vibration at all. When the patient turned his head side to side, stimulation was diminished, and when the patient was lying down at night it would go away when he dropped his chin a little bit. Leg stimulation would stop when the patient moved his head. It was noted that this was a sudden change in therapy/symptoms. The issue began in (B)(6) of 2017, it the middle of the week prior to (B)(6) 2017. The patient was to follow-up with a healthcare professional (hcp), but the patient did not have a managing hcp where he was, but thought he could see another hcp at the facility he goes to.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.